Event description:
It was reported that the driver tip broke off in a bolt during bolt removal. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Macroscopic examination confirms hex head broken off from internal shaft. Microscopic examination of fracture surface revealed a qua si-brittle fracture surface, with no indication of torsion or fatigue. The location, direction and nature of fracture, in addition to the angle of the primary fracture plane suggest failure due to bend stress overload as the mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.